Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the physician could not inflate the device. A new one was used to complete the procedure. There was no patient injury. No other information was available.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. During this investigation, a secondary unrelated condition was identified as follows; the locking collar was found to be broken. Replication of the broken locking collar was attributed to excessive force being applied to the clamping mechanism. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).